Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for a follow-up and the right atrial lead exhibited a loss of capture and sensing due to a fracture. The lead was explanted and replaced. The patient was in stable condition.